Manufacturer narrative:
The pod was received with the soft cannula deployed. Inspection of the soft cannula found it to be the correct full length according to specification, though it was observed to be kinked. No issues were observed with fluid flowing through the complete fluid path though the soft cannula was kinked. It could not be determined when this damage occurred. The download data from the pod contained no timeouts, drive stalls, or hazard alarms, indicating that there was no struggle to deliver insulin. Inspection of the fluid path and needle mechanism components found no damages or manufacturing deficiencies that would cause the soft cannula to become dislodged from the infusion site. The exact cause of the reported dislodged cannula could not be determined.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. It was reported that the cannula had dislodged from the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that a patient's blood glucose levels (bg) reached 300 mg/dl while wearing the pod between 4 and 24 hours. The patient reported cannula being dislodged, while wearing it on the leg. For treatment, the patient changed out the pod for a new pod and drank water. The ketones were at 0.1.